Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI # and catalog #, initial reporter also sent report to FDA, protocol # and 510k number are unknown. No product information has been provided to date.

Event description:
It was reported that the device is showing no disposable pump alarm. No patient injury was reported.

Manufacturer narrative:
The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. No product or serial information provided so a service history review could not be performed.